Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had an inaccurate delivery issue. The patient had a blood glucose over 500 mg/dl with symptoms of dehydration, a headache, and moderate ketones. Reporter was unable to troubleshoot. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.